Manufacturer narrative:
Product analysis: visual and optical examination of the mas head engagement feature display significant deformation and damage on the mas retention features. The foregoing deformation of the interface features may have reduced the mechanical strength of the interface, which could contribute to the foregoing event. It is noted that the extenders are a multi-use instrument, and may not have been damaged during the event which is referenced in this complaint. The above observations are consistent with overload of the extender mas head engagement features. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lot number of the suspect device cannot be identified. The suspect devices are: product ID, lot # and quantity 758301 em13g014 1, 758301 em14m010 2, 758301 em15g033 3. (B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion at l5-s1 for l5 spondylolisthesis on (B)(6) 2016. During surgery, after a surgeon inserted screw, the extender placed at left s1 came off during placing a rod with sequential reducer. The surgeon could not attach the extender again using counter or medium dilator because the screw was inserted with wide angle due to which extender came in contact with iliac .it was suspected that because of a wider gap between l5 and overload, extender came off. The surgical time was extended less than 15 min. Surgical approach was changed to more invasive approach.